Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported external markings on cannula flaked off sometime between insertion and explantation of the device. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the patient as a result of this event.